Event description:
Surgeon reorts he changed the lens. He reports unspecified pt impact.

Manufacturer narrative:
H.6: the returned lens had evidence of customer handling. One haptic was noted to be bent in the gusset area. No similar complaints have been reported in this lot. Manufacturer's internal reference number is #98l2822. This report was mailed in to FDA on: 7/31/1998.